Event description:
It was reported that intermittent malfunction alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A bolus via the pump was administered to address elevated bg. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.